Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, customer was playing at daycare and the screen "suddenly" was cracked. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.